Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain \[pelvic pain female]" , myocardial infarction \[myocardial infarction]" , chronic fatigue \[chronic fatigue]" , mouth dryness \[mouth dry]" , eyes dryness \[eyes dry]" , skin dryness \[skin dry]" , mucous membrane dryness \[mucosal dryness]" , memory disturbances \[memory disturbance]" , burn-out syndrome \[burn-out syndrome]" , sleep difficulties \[difficulty sleeping]" , kidney pain \[kidney pain]" , hot flashes \[hot flashes]" , serous otitis \[otitis media serous]" , loose teeth \[loose tooth]" , tooth sensitivity, \[sensitivity of teeth]" , weight gain \[weight gain]" , muscle pain \[muscle pain]" , deficiencies (magnesium, iron) \[magnesium deficiency]" , deficiencies (magnesium, iron) \[iron deficiency]", visual disorders \[visual disturbances]" , poor blood circulation poor blood circulation (cold, white hands and feet) \[disorder circulatory system]" , loss of libido (decreased desire) \[loss of libido]", vaginal cyst \[vaginal cyst]" , swollen and tense breasts \[breast swelling]" , swollen and tense breasts \[breast tension]" , chronic tendon pain (shoulder, gluteus medius) \[tendon pain]", chronic tendon pain (shoulder, gluteus medius) \[gluteus medius syndrome]" , neck pain \[neck pain]", back pain (vertebrae l4-l5) \[lumbar pain]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 16-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") and myocardial infarction ("myocardial infarction") in a 46-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), myocardial infarction (seriousness criterion medically important), fatigue ("chronic fatigue"), dry mouth ("mouth dryness"), dry eye ("eyes dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), memory impairment ("memory disturbances"), burnout syndrome ("burn-out syndrome"), insomnia ("sleep difficulties"), renal pain ("kidney pain"), hot flush ("hot flashes"), otitis media ("serous otitis"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity,"), myalgia ("muscle pain"), magnesium deficiency ("deficiencies (magnesium, iron)"), iron deficiency ("deficiencies (magnesium, iron)"), visual impairment ("visual disorders"), cardiovascular disorder ("poor blood circulation poor blood circulation (cold, white hands and feet)"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), breast swelling ("swollen and tense breasts"), breast discomfort ("swollen and tense breasts"), tendon pain ("chronic tendon pain (shoulder, gluteus medius)"), gluteus medius syndrome ("chronic tendon pain (shoulder, gluteus medius)"), neck pain ("neck pain") and back pain ("back pain (vertebrae l4-l5)") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, breast discomfort, breast swelling, burnout syndrome, cardiovascular disorder, dry eye, dry mouth, dry skin, fatigue, gluteus medius syndrome, hot flush, hyperaesthesia teeth, insomnia, iron deficiency, loose tooth, loss of libido, magnesium deficiency, memory impairment, mucosal dryness, myalgia, myocardial infarction, neck pain, otitis media, pelvic pain, renal pain, tendon pain, vaginal cyst, visual impairment and weight increased to be related to essure administration. The reporter commented: details of all the problems I have encountered since having essure inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The following amendment was made: upon internal review, seriousness of device for event myocardial infarction was upgraded from non-serious to serious incident. Overall case listedness updated from listed to unlisted. No new follow-up information was received from the reporter. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
Bayer case number: (B)(4). Pelvic pain \[pelvic pain female]", chronic fatigue \[chronic fatigue]", mouth dryness \[mouth dry]", eyes dryness \[eyes dry]", skin dryness \[skin dry]", mucous membrane dryness \[mucosal dryness]", memory disturbances \[memory disturbance]", burn-out syndrome \[burn-out syndrome]", sleep difficulties \[difficulty sleeping]", kidney pain \[kidney pain]", hot flashes \[hot flashes]", serous otitis \[otitis media serous]", loose teeth \[loose tooth]", tooth sensitivity, \[sensitivity of teeth]", weight gain \[weight gain]", muscle pain \[muscle pain]", deficiencies (magnesium, iron) \[magnesium deficiency]", deficiencies (magnesium, iron) \[iron deficiency]", visual disorders \[visual disturbances]", poor blood circulation poor blood circulation (cold, white hands and feet) \[disorder circulatory system]", loss of libido (decreased desire) \[loss of libido]", vaginal cyst \[vaginal cyst]", swollen and tense breasts \[breast swelling]", swollen and tense breasts \[breast tension]", chronic tendon pain (shoulder, gluteus medius) \[tendon pain]", chronic tendon pain (shoulder, gluteus medius) \[gluteus medius syndrome]", neck pain \[neck pain]", back pain (vertebrae l4-l5) \[chronic lumbago]", myocardial infarction \[myocardial infarction]". Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), dry mouth ("mouth dryness"), dry eye ("eyes dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), memory impairment ("memory disturbances"), burnout syndrome ("burn-out syndrome"), insomnia ("sleep difficulties"), renal pain ("kidney pain"), hot flush ("hot flashes"), otitis media ("serous otitis"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity,"), myalgia ("muscle pain"), magnesium deficiency ("deficiencies (magnesium, iron)"), iron deficiency ("deficiencies (magnesium, iron)"), visual impairment ("visual disorders"), cardiovascular disorder ("poor blood circulation poor blood circulation (cold, white hands and feet)"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), breast swelling ("swollen and tense breasts"), breast discomfort ("swollen and tense breasts"), tendon pain ("chronic tendon pain (shoulder, gluteus medius)"), gluteus medius syndrome ("chronic tendon pain (shoulder, gluteus medius)"), neck pain ("neck pain"), back pain ("back pain (vertebrae l4-l5)") and myocardial infarction ("myocardial infarction") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, breast discomfort, breast swelling, burnout syndrome, cardiovascular disorder, dry eye, dry mouth, dry skin, fatigue, gluteus medius syndrome, hot flush, hyperaesthesia teeth, insomnia, iron deficiency, loose tooth, loss of libido, magnesium deficiency, memory impairment, mucosal dryness, myalgia, myocardial infarction, neck pain, otitis media, pelvic pain, renal pain, tendon pain, vaginal cyst, visual impairment and weight increased to be related to essure administration. The reporter commented: details of all the problems I have encountered since having essure inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Pelvic pain \[pelvic pain female]", chronic fatigue \[chronic fatigue]", mouth dryness \[mouth dry]" , eyes dryness \[eyes dry]" , skin dryness \[skin dry]" , mucous membrane dryness \[mucosal dryness]", memory disturbances \[memory disturbance]" , burn-out syndrome \[burn-out syndrome]" , sleep difficulties \[difficulty sleeping]" , kidney pain \[kidney pain]" , hot flashes \[hot flashes]" , serous otitis \[otitis media serous]", loose teeth \[loose tooth]", tooth sensitivity, \[sensitivity of teeth]" , weight gain \[weight gain]" , muscle pain \[muscle pain]" , deficiencies (magnesium, iron) \[magnesium deficiency]" , deficiencies (magnesium, iron) \[iron deficiency]" , visual disorders \[visual disturbances]", poor blood circulation poor blood circulation (cold, white hands and feet) \[disorder circulatory system]" , loss of libido (decreased desire) \[loss of libido]", vaginal cyst \[vaginal cyst]" , swollen and tense breasts \[breast swelling]" , swollen and tense breasts \[breast tension]" , chronic tendon pain (shoulder, gluteus medius) \[tendon pain]" , chronic tendon pain (shoulder, gluteus medius) \[gluteus medius syndrome]" , neck pain \[neck pain]" , back pain (vertebrae l4-l5) \[chronic lumbago]" , myocardial infarction \[myocardial infarction]" . Case narrative: the below report was received by health authority ansm (reference number: (B)(4) on 09-jan-2025. The most recent information was received on 16-jan-2025. This spontaneous case was originally reported by a consumer and describes the occurrence of pelvic pain ("pelvic pain") in a 46 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6)2016, the patient had essure inserted. On unknown date she experienced pelvic pain (seriousness criterion medically important), fatigue ("chronic fatigue"), dry mouth ("mouth dryness"), dry eye ("eyes dryness"), dry skin ("skin dryness"), mucosal dryness ("mucous membrane dryness"), memory impairment ("memory disturbances"), burnout syndrome ("burn-out syndrome"), insomnia ("sleep difficulties"), renal pain ("kidney pain"), hot flush ("hot flashes"), otitis media ("serous otitis"), loose tooth ("loose teeth"), hyperaesthesia teeth ("tooth sensitivity,"), myalgia ("muscle pain"), magnesium deficiency ("deficiencies (magnesium, iron)"), iron deficiency ("deficiencies (magnesium, iron)"), visual impairment ("visual disorders"), cardiovascular disorder ("poor blood circulation poor blood circulation (cold, white hands and feet)"), loss of libido ("loss of libido (decreased desire)"), vaginal cyst ("vaginal cyst"), breast swelling ("swollen and tense breasts"), breast discomfort ("swollen and tense breasts"), tendon pain ("chronic tendon pain (shoulder, gluteus medius)"), gluteus medius syndrome ("chronic tendon pain (shoulder, gluteus medius)"), neck pain ("neck pain"), back pain ("back pain (vertebrae l4-l5)") and myocardial infarction ("myocardial infarction") and was found to have weight increased ("weight gain"). At the time of the report, the outcomes for these events were unknown. The reporter considered back pain, breast discomfort, breast swelling, burnout syndrome, cardiovascular disorder, dry eye, dry mouth, dry skin, fatigue, gluteus medius syndrome, hot flush, hyperaesthesia teeth, insomnia, iron deficiency, loose tooth, loss of libido, magnesium deficiency, memory impairment, mucosal dryness, myalgia, myocardial infarction, neck pain, otitis media, pelvic pain, renal pain, tendon pain, vaginal cyst, visual impairment and weight increased to be related to essure administration. The reporter commented: details of all the problems I have encountered since having essure inserted. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be 61 kg. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jan-2025: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.